Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the sample is not available for evaluation. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports problem with air being pulled from the upper y into tubing when running on vita basic pump. The air bubbles causes the pump to alarm, which it should, but small air bubbles are often seen from upper y. No injury reported.